Event description:
Tip of plasmablade caught fire. Doctor performed two t<(>&<)>a cases after the incident with the peak tna plasmablade without incident.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Tip of plasmablade caught fire. Doctor performed two subsequent tna cases after the initial incident with the peak tna plasmablade without further incident.

Manufacturer narrative:
(B)(4). Evaluation process: unit received in fair condition and internal visual inspection found nothing moving or broken in the unit. Unit delivered rf energy correctly into fixed resistors and power was checked in all modes and power levels and all were within acceptable limits. Unit was also tested with plasmablade into an analog substances and event at the highest power levels no heating of the probe was noted. (B)(4).

Manufacturer narrative:
(B)(4). Eval, method, results and conclusion: product received by manufacturer and pending inspection.